Event description:
It was reported that a patient underwent an initial left knee arthroplasty on (B)(6)2017. Subsequently, the oxford bearing was revised on (B)(6)2017 due to unknown reason. No additional information is available. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
(B)(4) complaint summary: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 3 complaints reported with the item due to unknown reason. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Initial report. The product location is currently unknown. Associated products: medical product: oxf uni tib tray sz c lm PMA, catalog #: 154722, lot #: 322050. Medical product: oxf twin-peg cmntd fem sm PMA, catalog #: 161468, lot #: 510310. Medical product: cobalt hv bone cement 40g, catalog #: 402282, lot #: 069640. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty on (B)(6) 2017. Subsequently, the oxford bearing was revised on (B)(6) 2017 due to unknown reason. No additional information is available. This report is based on allegations set forth in patients notice and the allegations there in are unverified.